Manufacturer narrative:
The field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the power switch overlay as per quote approved by the customer. This event was confirmed to have occurred outside of clinical use and no longer meets reporting criteria.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04jan2021.

Event description:
It was reported to philips that the device had a alarm led (light emitting diode) failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.